Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the luer-tube connection of the infusion set was broken. He experienced elevated blood glucose of 251 mg/dl and had symptoms of stomach pain and nausea. He changed the infusion set around lunch time and his blood glucose normalized to 115 mg/dl.